Event description:
It was reported that the cc4204a collamer single piece lens was loaded and it took more effort to advance lens thru the cartridge due to a damaged haptic. Customer reported the cartridge felt tight and was discarded. No patient injury reported.

Manufacturer narrative:
(B)(4). The device pertaining this event was not returned, however, the lens was received and evaluated. The lens was returned in liquid and a piece of a haptic was torn off and missing. Evaluation method: lot order search. Results: a lot order search was performed and there was one similar complaint found. Conclusion: based on the complaint history, lot order and the evaluation of the product received, we were unable to determine a specific root cause of the event. (B)(4).